Event description:
A caller reported a malfunction on their pump, which did not result in any adverse impact on the customer's blood glucose level. The pump was included in a field correction, and the customer had not yet completed the acknowledgment form, so customer technical support completed it on their behalf. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.